Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump was replaced due to a "dimpled pump".

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump was explanted due to a dimpled pump. Two weeks ago the patient could no longer control the pump due to the malfunction. The pump bulb remained out of shape when the user pressed it without pressing the deflation button. The patient was implanted with a new ipp pump and was in stable condition following the procedure.

Manufacturer narrative:
Device evaluation provided in: device evaluated by MFR, evaluation codes, additional narrative. Device evaluation: the complaint component was returned and analyzed, and the reported allegation of inflation issues was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. Additional information: concomitant medical products, date received by MFR, follow up type, device evaluated by MFR, evaluation codes.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump was explanted due to a dimpled pump. Two weeks ago the patient could no longer control the pump due to the malfunction. The pump bulb remained out of shape when the user pressed it without pressing the deflation button. The patient was implanted with a new ipp pump and was in stable condition following the procedure.

Manufacturer narrative:
Additional information: date of event.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump was explanted due to a dimpled pump. Two weeks ago the patient could no longer control the pump due to the malfunction. The pump bulb remained out of shape when the user pressed it without pressing the deflation button. The patient was implanted with a new ipp pump and was in stable condition following the procedure.